Event description:
A complaint was received from a customer that reported that customer received results that were inconsistent. Customer stated that on the day of the event customer did a blood test using the elite system and received a result of 40 mg/dl. Customer did not believe the result, repeated it and received a 80 mg/dl. While on the phone a review of the operation of the system was conducted. Electronic checks were most satisfactory. However, in one reading the "hundreds unit" was missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.